Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During a follow up, it was noted that the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The programming recommendations made by sjm will be completed at the next follow up. The patient is in stable condition.